Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they have had high blood glucose. Customer's blood glucose was 423 mg/dl at the time of incident. Troubleshooting found that the customer wanted to perform a high pressure test but did not have a clamp and was advised that one would be provided to her. Customer indicated that she is not concerned with her pump settings. No further information was provided.